Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to moisture damage to the electronic assembly. The keypad assembly was troubleshot and it was determined not to be the cause of no button response. Unable to perform the displacement test due to no button response. No moisture damage found on the motor, battery tube and vibrator assembly however, moisture damage was found on the keypad assembly during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also mentioned that the insulin pump was exposed to moisture. Customer's blood glucose level at the time 135 mg/dl. Troubleshooting was declined. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.